Event description:
A customer contacted baxter's global technical service center to discuss concerns with therapy on the homechoice (hc) device. The caregiver (cg) stated he stepped away for an hour and thinks the hc might have skipped the initial drain or the first fill because the hc moved to the dwell too quickly. The technical service representative explained to the cg that the machine takes about 15 to 20 minutes to drain the homepatient (hp) and 15 to 20 minutes to fill the hp. The tsr then assisted the cg to press stop and then do a manual and then advised the cg to call the peritoneal dialysis nurse for further training on the hc.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable. The homepatient did not intentionally by-pass the initial drain thus this does not represent a failure mode, malfunction and/or use error .